Event description:
Information was received from a healthcare provider (hcp). The caller reported that their reason for their call was that they needed to supply their facility with return mailers for defective products. The caller stated that they need to get in touch with their manufacturer's representative (rep) to receive more return mailers. Technical services asked if the caller had defective products and they confirmed. Technical services noted that they need to report on this and the caller stated that they have no information, and they just wanted to get return mailers. No further complications were reported or anticipated.